Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a venaseal closure system during procedure for treatment of the great saphenous vein (gsv). The IFU was followed during preparation, procedure and post procedure. The lumen was flushed prior to use. A j-wire, guidewire, .035, 180 cm was used during procedure. 70cm vein length was treated and the vein closed. Local anesthesia and hand compression were used. Access was gained at the ankle, near the foot, this did cause the patient a bit of discomfort during the procedure but procedure was completed without incident. No alleged product issue was reported. It is reported that the patient reported discomfort for the first time approximately two weeks post procedure. The physician did prescribe steroids anti-inflammatory medicine, and an antibiotic for patient. Venaseal is a medical adhesive that is implanted into the patient's leg. The actual procedure was performed without incident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.